Event description:
It was reported that there were air bubbles coming from the cartridge into the patient line. Customer had elevated blood glucose levels (258 mg/dl). Customer stated new cartridge will be loaded.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).